Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400) with a px slim delivery microcatheter (px slim). During the procedure, while retracting a pc400 through the px slim, the pc400 unintentionally detached and, therefore, was removed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pc400 pusher assembly. The pusher assembly was kinked approximately 142.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and the stretch resistant (sr) wire was fractured. There was no visible damage to the px slim. Conclusion: evaluation of the returned device revealed the pc400 sr wire was fractured. This type of damage typically occurs due to forceful manipulation of the pc400 during retraction. Further evaluation revealed the pc400 pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. The px slim had no visible damage and was functional. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.